Event description:
Procedure type: laparoscopic gastric sleeve. According to the reporter: surgeon has used tristaple purple reload 60 mm. The first cartridge fired half the way and then stopped. The surgeon has managed to open the device. They have changed the reload to the new tristaple purple 60mm. After that he could close the device, but as he has expressed 'there was not enough strength for the device to fire the reload'. So he could not fire the second reload due to the lack of power. They ensured that battery of the device was fully and properly charged. They have switched to powered echelon in order to finish the bariatric case. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
Tracking number: (B)(4).